Manufacturer narrative:
Concomitant medical products: addrl1 ipg; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and rising impedance and a polarity switch to unipolar. It was also reported that the right ventricular (rv) lead exhibited high thresholds. The ra lead was reprogrammed to bipolar but another polarity switch occurred. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was programmed off by programming the implantable pulse generator (ipg) to vvi mode.